Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited high impedance. The patient presented on (B)(6) 2018 for lead revision procedure and the lead was capped. No further information was available.

Event description:
New information received on (B)(4) 2019 indicated that the right ventricular lead exhibited insulation damage. The patient tolerated the procedure well.